Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: a review of the pump¿s black box revealed multiple cs 052 and cs 054 alarms. The ez-prime steps were performed correctly with no alarms occurring. The pump was exercised for 24 hours with no issues occurring. The original complaint was unable to be duplicated. The pump was opened and there were no defects found.

Manufacturer narrative:
Follow-up #2 date of submission 05/27/2016- follow-up #2: the device had been returned and evaluated by product analysis on 05/16/2016 instead of 05/06/2016.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.